Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review on (B)(6) 2026 and captured a no external power alarm on (B)(6) 2026 at 05:23:50 while the patient was connected to mobile power unit (mpu) power. The emergency backup battery (ebb) was used to support the ventricular assist device (vad) system during the event, and motor function was not affected.